Manufacturer narrative:
H10: the device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0605550 implanted port allegedly experienced a fluid leak. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: for the reported malfunction, a lot number was provided, and a lot history review was performed. The sample was returned for evaluation. After further evaluation, the investigation is unconfirmed for the alleged leaking catheter issue. The definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: b5, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0605550 implanted port allegedly experienced a fluid leak. This information was received from one source. The malfunction involved a patient with no patient consequences. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0605550 implanted port allegedly experienced a fluid leak. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.